Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, hemorrhage and death are known and anticipated complications to these types of procedures and are listed as such in the device directions for use and/or device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that after three passes with the subject retrieval device to treat a m1-m2 middle cerebral artery (mca) occlusion part of the thrombus was removed and a thrombolysis in cerebral infarction (tici) score of 2a was achieved. However, a subarachnoid hemorrhage (sah) occurred at the front side of the remaining part of the thrombus. Noradrenaline and bosumin were administered as vasopressors and ventilator management was performed to treat the complication. The patient died four (4) days post procedure. The physician stated that the cause of the sah was damage to the vascular endothelium by the subject retrieval device.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that after three passes with the subject retrieval device to treat a m1-m2 middle cerebral artery (mca) occlusion part of the thrombus was removed and a thrombolysis in cerebral infarction (tici) score of 2a was achieved. However, a subarachnoid hemorrhage (sah) occurred at the front side of the remaining part of the thrombus. Noradrenaline and bosumin were administered as vasopressors and ventilator management was performed to treat the complication. The patient died four (4) days post procedure. The physician stated that the cause of the sah was damage to the vascular endothelium by the subject retrieval device.